Event description:
Alert condition > chronic rv lead (previous implant 2003 endotak) high right ventricular thresholds measured for at least 3 days greater than 2.5v. Output for rv is 3.5v@ 1ms. Unable to determine right ventricular capture due to lack of right ventricular pacing on presenting electrogram. Vp total 0.5%. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).